Event description:
It was reported that stimulation was turning off when the pt used her cell phone. The pt stated that when she used her cell phone, it made her stimulation "go up." It was unclear whether the pt was a trial pt or permanently implanted pt. It was also reported the pt was in the hosp but no details for the hospitalization were available as of the time of this report. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).